Event description:
A recent patient download from a female patient revealed several "battery charger fault" flags. Further review of the patient record revealed that these occurred on the same battery. Support attempted to reach the patient and there was no answer. Support contacted the patient in 2009, and exchanged the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. One battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.